Event description:
On (B)(6) 2013, the topic of the recent duragen recall was discussed. During the discussion two of the neurosurgeon reported that the neurosurgeons had recently had 4-5 patients who had contracted post surgical chemical meningitis. They are not suggesting that duragen was the cause of this and they have stated they didn't think it was.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.